Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. In response, the pump was explanted. At the time of explant a cerebrovascular accident occurred and the patient became aphasic. The patient survived.

Manufacturer narrative:
B.5. Additional information was received. D.3. Manufacturer name submitted on the initial report should not have contained numbers behind it. E.1. Initial reporter phone was added as it was inadvertently omitted from the initial report that was submitted. H.6. Code e0509 was reported incorrectly on the initial report submitted and a new health effect - clinical code was added. Health effect - impact code f1902 was inadvertently omitted from the initial report submitted and was added. H.11. Added instructions for use for the health effect - clinical code added. No product was returned for investigation. The root cause of the reported hemolysis was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
Additional information was received. Upon removal, the patient became aphasic and stroke alert was called. A computed tomography confirmed an embolic stroke and the patient was taken for emergent thrombectomy. A thrombectomy was performed successfully and the patient returned to intensive care unit for recovery.